Manufacturer narrative:
Date rec'd by MFR: 27aug2019. Repair information was received. There was no patient involvement. The customer ordered a plateau exhalation valve (pev) to address the reported issue. However, the customer declined repairs through the manufacturer due to costs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit can't measure air pressure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.